Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date is reported as four to six weeks prior to (B)(6) 2013.

Event description:
Patient initially injured in a motor vehicle accident in (B)(6) 2012. Patient was revised on (B)(6) 2013.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional codes: jdp, hwc. Determined from part number received.

Event description:
Patient was implanted with a variable angle locking condylar plate with locking screws approximately four to six weeks ago for a distal femoral fracture. On (B)(6) 2013, x-rays showed that an unknown number of screws had backed out. It is reported that surgeon will revise patient in the near future. This report is for an unknown condylar plate. This is 1 of 2 reports for this event.